Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a long segment calcific lesion in the left anterior descending artery (lad). During treatment, a massive type 3 perforation and long segment dissection was observed. A drug-eluting stent was placed from the left main coronary artery (lmca) to the lad. Pigtail pericardial drainage was performed. The stent successfully treated the perforation and dissection. In the physician's opinion, orbital atherectomy caused the perforation and dissection. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported perforation of vessels, vascular dissection, pericardial effusion, and unexpected medical intervention appear to be related to operational context. In this case, it is possible that the reported perforation of vessels, vascular dissection, pericardial effusion, and unexpected medical intervention is due to patient disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a long segment calcific lesion in the left anterior descending artery (lad). During treatment, a massive type 3 perforation and long segment dissection was observed. A drug-eluting stent was placed from the left main coronary artery (lmca) to the lad. Pigtail pericardial drainage was performed. The stent successfully treated the perforation and dissection. In the physician's opinion, orbital atherectomy caused the perforation and dissection. The patient was in stable condition.